Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 11/11/2015. Medtronic investigation of returned suspect computer finds that the computer booted properly and launched ent 2.3 application without problem. - 11/12/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Cpu fan cycles repeatedly, however, navigation system computer does not boot up. Replaced cpu, navigation system operated appropriately. System performed as intended. Issue resolved.

Event description:
A site registered nurse (rn) reported that, while setting-up prior to the start of a procedure, their navigation system became unresponsive when loading her patient's exam. And the computer fan was cycling. In trouble-shooting, the rn attempted to exit the software but could not re-boot the navigation system. When the system was turned back on, the fan was cycling and there was displayed no input detected message on the monitor. Turning the navigation system off and back on restored normal function. The system became unresponsive again at select patient step. The same behavior was repeated, two attempts to re-boot the navigation system did not restore proper function. The upcoming procedure was re-scheduled. There was no patient present when this issue was identified.

Manufacturer narrative:
Suspect computer was analyzed in house. When received, the computer booted properly and launched ent 2.3 application without problem. Computer passed all subsequent testing with no problem found. Unable to duplicate reported event.